Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 38181214and lot number 5115211. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect, and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample was received for evaluation by our quality team. The picture displays media in the chamber, indicating use. The clinician in the photo appears to be activating the button but the needle is not retracting. No catheter is present or provided in the picture. No damages to the needle or needle hub are observed in the provided photo. This type of defect may occur when adhesive is unintentionally applied to the outside of the hub, where the adhesive may then seep down into the other components. This may occur at the adhesive dispense process due to station misalignment, part misalignment or adhesive buildup on the nozzle. Per the quality control plan, inspections for needle retraction and excessive adhesive are performed periodically during the manufacturing process to mitigate the occurrence of this defect. Additionally, preventative maintenance is performed to maintain and ensure proper functioning of equipment. It's unclear exactly what is causing the needle retraction failure without the physical device, but this most likely is a result of manufacturing. The appropriate manufacturing personnel were notified of this complaint. Previous actions were taken for this type of defect. The corrective actions will continue to be monitored for effectiveness.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The needle retraction safety mechanism failed.